Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2009 and/or (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2009 and/or (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2021. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009- patient was diagnosed with recurrent umbilical incisional hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿the hernia sac with incarcerated omentum was identified and the omentum was reduced. A large ventralex mesh (device 1) was placed snugly against the anterior abdominal wall and sutured¿. On (B)(6) 2021- patient was diagnosed with recurrent ventral incisional hernia, thereby underwent laparoscopic repair with explant of ventralex mesh (device 1), implant of ventralight st mesh (device 2). Per op notes, ¿evaluation of the abdominal wall revealed dense adhesions of omentum and small bowel to the prior mesh (device 1) and the anterior abdominal wall. The adhesion was lysed. The hernia recurrence identified superior edge of the mesh (device 1). The ventralex mesh (device 1) was excised. A ventralight st mesh (device 2) was used to reinforce the abdominal wall defect and the mesh was tacked¿. On (B)(6) 2022- patient had abdominal pain, peritoneal adhesions thereby underwent robotic assisted laparoscopic repair. Per op notes, ¿extensive amount of adhesions between omentum and the entire surface of mesh was identified. Adhesions were lysed¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan -2009) is considered to be the best estimate. Updated data: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no), d6.b(date of explant), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.